Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42, involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, and after resetting, the error did not reoccur. The caller successfully started their sensor session following the reset.